Manufacturer narrative:
The below report was received by health authority (reference number: (B)(4)) on (B)(6) 2024. The most recent information was received on 08-feb-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("chronic abdominal pain") in a 44 year-old female patient who had essure inserted (lot no. B15006) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 319 days after essure insertion, she experienced abdominal pain (seriousness criterion medically important), fatigue ("severe fatigue"), headache ("headaches"), migraine ("migraines"), epistaxis ("nose bleed"), back pain ("back pain"), myalgia ("muscle and tendon pain"), tendon pain ("muscle and tendon pain") and visual impairment ("greatly decreased vision"). Essure treatment was not changed. No causality assessment was received for essure with regard to abdominal pain, fatigue, headache, migraine, epistaxis, back pain, myalgia, visual impairment or tendon pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58 kg. Lot number: b15006 manufacture date: 2013-04 expiration date: 2016-04. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 08-feb-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority (reference number: (B)(4) on 29-jan-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("chronic abdominal pain") in a 44 year-old female patient who had essure inserted (lot no. B15006) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On 01-sep-2014, 319 days after essure insertion, she experienced abdominal pain (seriousness criterion medically important), fatigue ("severe fatigue"), headache ("headaches"), migraine ("migraines"), epistaxis ("nose bleed"), back pain ("back pain"), myalgia ("muscle and tendon pain"), tendon pain ("muscle and tendon pain") and visual impairment ("greatly decreased vision"). Essure treatment was not changed. No causality assessment was received for essure with regard to abdominal pain, fatigue, headache, migraine, epistaxis, back pain, myalgia, visual impairment or tendon pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58 kg. The most recent follow-up information incorporated above includes data received on: 29-jan-2024: processed with initial, no new information. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.